Event description:
Inbound, pt reports leaking from cadd extension sets lot number 3656141 and notes leak on second day of use. No further details provided. Diagnosis or reason for use: pph. Is the product compounded? No; is the product over-the-counter? No.